Event description:
Members of our affiliate attended conference organized by another country's association for ocular infection in 2008. Title: 5 cases of acanthamoeba spp keratitis encountered at a hospital. The pt reportedly wore a lens with an edge chip and developed pain in the eye in late 2004. Od or os not identified. Pt was diagnosed with corneal herpes and was prescribed zovirax and flumetholone (betamethasone). Pt had some corneal infiltration. The pt had elevated intraocular pressure and was started on steroids va: 0.8 (20/25). The pt had iritis and non-specific epithelial disease. In 2005, the pt was seen at a hospital ophthalmology clinic for loss of va. A corneal opacity was observed along with pseudodendritic keratitis. The pt continued steroid treatment. In approx six months later, the pt's symptoms did not improve and the pt was diagnosed with acanthamoeba keratitis. The pt had 7 corneal scrapings and was treated with the following eye drops: fluconazole, antibacterial agent, atropine, pimaricin ointment and po itrizole, in 2006, following continuous treatment, the pt's va was 0.02 (20/1000). The pt's corneal opacity is improving, va fluctuates. Pt is pending a corneal transplant. No add'l info is available. MDR events are reviewed at quarterly management review meetings. If add'l info is received, will report within 30 days of receipt.

Manufacturer narrative:
No conclusions can be drawn.